Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the monitor was tested and it functioned as expected in both hdmi and dp. Testing ran for 6 hours and did not experience any image loss. Analysis found that there was no failure found with the monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the monitor was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while checking out the system, letting it run for 15 minutes made the camera cart monitor show "no input detected". The pcoip was newly replaced. The touch screen functionality still functioned. The monitor on the camera cart would work for about 5 minutes, then go to "no source signal". Camera cart had to be rebooted to resolve the issue temporarily. There was no patient present when this issue was identified.